Manufacturer narrative:
The system history showed that the laser was verified successfully prior to and after the day of treatment. No problem with the system could be identified by reviewing the log files. The energy shows no abnormalities and stays stable during the complete day. The patient preoperative situation and the events during the treatment have greatly contributed to the reported complaint: the surgeon treated a extremely high refractive correction on an incomplete femtosecond flap. The ablation was presumably deep enough to continue ablation through the created lasik cap. Publications confirm haze formation for such very high correction and even more increased risk for ablation on a previously created flap. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Most likely root cause is an extremely high refractive correction with prk on a flap the same day, i.e. Not awaiting "healing" process. (B)(4).

Event description:
A surgeon reported that a patient's left eye had major corneal haze and myopic regression 5 months post photo refractive keratectomy (prk). During the initial procedure, the patient had a panic attack during femtosecond laser cutting that resulted in an incomplete cut and an inability to reapply the suction ring. Repeat surgery would have been done if the patient was not living in another country. Subsequently, original operation was converted to photo refractive keratectomy (prk). Five days after the procedure, a steroid topical drop was prescribed to use for the next two months. Patient reported decrease in vision and a white veil in the left eye approximately two months post prk. Corneal haze was reported to have decreased a lot from 5 months to 1 year post prk with same amount of myopic regression as before. Approximately a year after the prk procedure, the surgeon operated using a surface laser. Good vision and no trace of haze was reported approximately one year nine months after original prk procedure.